Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen did not respond to the stylus and that changing out the stylus did not resolve the issue. The programmer has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the screen did not respond to the stylus, the programmer passed incoming functional testing and there were no "suspicious" errors in the error logs. The connection from the xy to the overlay was reseated and the stylus reseated as a preventive measure. It was noted that the system fan was noisy and it was therefore replaced. Reconfigured hard drive, reloaded, and updated software. The programmer then passed its final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.